Event description:
On (B)(6) 2014, the distributer contacted animas stating on (B)(6) 2014, the patient was hospitalized for ketoacidosis due to not filling the cartridge correctly. This complaint is being reported because the patient experienced a hyperglycemic event. Use error contributed to the reported event because the patient was using the incorrect fill technique which caused air bubbles in the cartridge.

Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.